Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, and pre-implantation testing. It did not meet the requirements for reflux and leak testing. There was a tear in the top of the reservoir dome and in the top of the delta chamber. It is unknown how or when this damaged occurred. There was proteinaceous debris observed in the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the instructions for use also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had a shunt revision surgery due to impaired cerebrospinal fluid flow. According to the report, the valve was explanted on (B)(6) 2015 due to the possibility of occlusion. Reportedly, the patient experienced no adverse effect.